Event description:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
It was reported that the device was explanted after an implant duration of approximately 46 months, due to perivalvular leak and aortic stenosis. Information learned from implant patient registry and from the surgeon's follow up response.

Manufacturer narrative:
Device not returned.